Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced no delivery alarm. The customer went into diabetic ketoacidosis because of the alarm last week. The customer's blood glucose value was unknown. The product was not returned for analysis.